Manufacturer narrative:
The batteries were returned; various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Thorough external visual inspection of the batteries revealed no signs of physical damage or contamination. Review of conformance material record confirmed that the batteries met all requirements for release. Functional analysis of the batteries revealed that four ((B)(4)) of the five returned batteries revealed a degraded cell pair compromising the batteries performance; however, the "change in power source" event could not be confirmed or replicated during functional testing. An internal investigation (CAPA) has been open to address the issue. No additional information will be forthcoming. *this is one of four reports (3007042319-2013-00244, 00245, 00246 and 00247) submitted for devices related to the same event.

Event description:
This event involved a patient 10 months post heartware lvad implantation who experienced a change of power source in the controller earlier than expected. The batteries were removed from the patient and a new set was supplied. No harm or injury to the patient was reported as a result of this incident.